Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
Ent summary: on (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose of 286 mg/dl during their first week of ilet use. Insulin delivery resumed after reconnection, and the patient also used mdi to stabilize glucose. No symptoms or medical intervention were reported.